Manufacturer narrative:
Investigation - evaluation a review of the complaint history, device history record, documentation, instructions for use (IFU), manufacturing instructions, trends, quality control and visual inspection of the returned device was conducted during the investigation. One ultrathane mac-loc locking loop multipurpose drainage catheter was returned in an open and used condition. Biomatter was present. Multiple bandages are present along the catheter. Mac-loc is hardly attached to catheter and fell of upon minor manipulation. Suture material is coming through the proximal end of catheter and exiting the distal suture hole of catheter. There is mac-lock threading still inside the connector cap. The tube is confirmed to be fractured at the mac-loc connection. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, examination of the returned device and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that a ultrathane mac-loc locking loop multipurpose drainage catheter was placed during a routine catheter exchange on (B)(6) 2017. The patient reportedly had the nephrostomy catheters exchanged every ten (10) weeks for the past several years. The catheter reportedly fractured at an unspecified time following implantation and began to leak urine. The patient notified his healthcare team on (B)(6) 2017 that the catheter was leaking and took measures to prevent further urine leakage. The patient was returned to the urology ward and the catheter was completely explanted and exchanged. The patient received blood work and pre-operative prophylactic antibiotics. The catheter was returned to the manufacturer for evaluation.